Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with insulin pump and sensor is not working. Customer stated the meter is linked to insulin pump, it showed blood glucose at 405mg/d, but when goes to push act on it, it won't give the amount it needs of insulin. Customer believes the insulin pump is not releasing any insulin. Customer stated the insulin pump alarmed no delivery and changed infusion set twice. The no delivery occurred during bolus and customer believes that it occurred due to leak in infusion set. The customer's current blood glucose was 250mg/dl. The customer stated the no delivery alarm was resolved by an infusion set change.